Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that during implant, the first electrode had an out of range impedance when connected to the implantable neurostimulator. The cause of the event was not determined. The lead was cleaned multiple times. Both ports of the implantable neurostimulator were tested multiple times. When tested in the wireless external neurostimulator, it was within normal range and when inserted into the implantable neurostimulator, the same electrode was out of range. The health care provider replaced the lead at that time which resolved the issue. There were no patient symptoms or complications reported.

Manufacturer narrative:
Analysis of lead (B)(4) has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the distal end conductor was broken. If information is provided in the future, a supplemental report will be issued.